Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and radiculopathy. It was reported that the patient reported shocking/jolting sensation in their back. The issue started 3 weeks prior. The rep did impedance check at 0.70 volts with 0 electrode as reference everything was 500-600 ohms, but electrode #7 was less than 50 ohms. When rep used #1 electrode as reference electrode 3 was less than 50 ohms. Electrode impedance tested fine when rep used #2 electrode as reference. When rep used electrode #3, the 0 electrode was 160 ohms and 1 was less than 50 ohms. Pt is being programmed on 4+, 5-, 6+, therapy is fine for pt except for the shocking/jolting sensation. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708160, (B)(4), implanted: (B)(6)2008 explanted: (B)(6)2017, product type: extension. Product ID: 3778-45, (B)(4), implanted: (B)(6)2008 explanted: (B)(6)2017, product type: lead. Product ID: 97740, (B)(4), implanted: explanted: (B)(4) and (B)(4) apply to both the lead (3778-45) and the extension (3708160). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that 'one or two of the wires broke or something' and that they had to be 'rewired.' The patient stated that 'the leads were supposed to register at 700 or 800 but were at 50 or 70.' It was noted that while they were operating they decided to put in a new ins.